Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
This event occurred in (B)(6). The supplier reported on behalf of the hospital/patient. After successful of the insertion of the epidural catheter, the pregnant woman mentioned that she didn't feel any pain relief after approximately 30 minutes. The nurse checked and withdrew the catheter without any resistance. The catheter was found broken and left about 15-cm catheter in the woman's epidural space. The catheter was removed by surgery and it was reported that the patient recovered.

Manufacturer narrative:
One used sample of 18g epidural catheter was received, in a plastic bag, for investigation. Under visual inspection it was found that approximately .15cm of the catheter was missing. The damaged end was then inspected under a microscope. It was found that the catheter was cut by a sharp tool. A review of the device history record for the reported lot showed no non-conformities during the manufacturing process. Evaluation and investigation was unable to determine the root cause of the catheter severance; however, no evidence was found to suggest an intrinsic product problem. Additional information included in follow-up report: device evaluation completion date 08/03/2016.